Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds. The implantable pulse generator (ipg) also exhibited premature battery depletion. Both the ra lead and the ipg remain in use. No patient complications have been reported as a result of this event.